Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced pump dropped with the set from the body resulting in detachment of tubing from site event on (B)(6) 2026. The infusion set was in use for three days.